Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alerts (code 1003) had been recorded. High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities to contribute to the failure mode. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On (B)(4), 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device declared a voltage alert #1003. The local representative was not present when the physician interrogated this device during a clinic follow-up. A data disk for in-house engineering analysis was not available. Ts recommended device replacement. The available information suggests that this device remains in-service at this time.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this device was explanted and replaced. The device was received at boston scientific's return products department.

Event description:
--